Manufacturer narrative:
Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polyglycolic acid (pga) plug of a 7f exoseal vascular closure device (vcd) did not come out even when the button was pressed. The case was completed with manual compression. There was no reported patient injury. Additional information was requested but not provided. The device will not be returned for analysis.